Event description:
It has been reported that monomer was not entering. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, e1, g1-2, g4, h2, h3, h6, h10. The product analysis can't be performed as the product was not returned. The reported event could not be confirmed. An investigation has been performed, consisting of a documentary review. The review of the device manufacturing quality record indicates that 2175 products optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465 were manufactured on 20 december 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 3 similar complaints have been recorded for optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465 since july 2018. According to available data, the exact root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that monomer was not entering.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The involved product has been received and analyzed. During the analysis, it was noticed that the product was an optipac with two pouches. The left pouch was full of monomer and the other pouch was totally empty. The left cylinder cannula was obstructed. The product analysis permitted to confirm the reported event. The review of the device manufacturing quality record indicates that 2175 products optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465 were manufactured on 20 december 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non-conformity or deviation was observed which could be linked to the event described in the complaint. Within one year, 1 similar complaint has been recorded for optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a749b06465. According to available data, the exact root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that monomer was not entering. No adverse events have been reported as a result of this malfunction.